Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) battery status less than one year after implant. Premature battery depletion is suspected.